Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose as well low blood glucose. The customer¿s blood glucose level was 40 mg/dl,300 mg/dl,136 mg/dl. Customer was treated with insulin pump for high blood glucose and for low customer was treated with food. Customer reported that insulin pump was not working anymore. Customer was not using auto mode during low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies and no unexpected battery power loss anomaly noted during testing. (B)(4).